Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was connected to the device and did not detach during functional testing. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. This will ensure the anvil does not disengage from the device when attempting to remove from the tissue. To assure the anvil is free from tissue, rotate the instrument 90 degree in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: the patient is doing fine. The abdomen was irrigated heavily and sucked out with pool sucker. Doesn't believe the patient was administered any further medication for this.

Event description:
It was reported that during a low anterior resection procedure, the device's anvil was purse stringed to the patient and as they dropped the anvil into the pelvis, there was some leaking of stool out of the shaft of the anvil into the patient's abdomen. The patient will be given a two day supply of antibiotics and require a follow-up appointment. The device worked fine.